Event description:
Customer reports to have experienced keypad anomaly. It was reported that none of the buttons were responding after battery change and insulin pump was making a constant noise. Customer's blood glucose was 168 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. No constant tone was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.